Event description:
I had a blockage and when surgery was performed, mesh was found wound around intestines and colon. I ended up with a colostomy. I had a hernia repair some 15 years ago and body kept rejecting the mesh. I was told it was removed and disposable mesh was used. Apparently there was some in there. Even now, mesh is coming up thru the incision and the surgeon said he is going to have to go back in and try to remove more of it. Dr (B)(6) did the hernia repair in my midriff. Do I have any recourse for the use of this mesh?